Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts on the first eight rows distorted, lifted distally from the stent profile and stretched. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found one hypotube kink at 287mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the edge of the stent struts were found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the edge of the stent struts were found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.